Event description:
The dr inserted a plate collamer lens. The lens tore during insertion. The lens was partially inserted and the other half of the lens was still in the cartridge. The lens was not fully implanted and there was no pt injury when the lens was removed.